Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by abdominal pain. The same day, the pt was hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the pt was treated with unknown antibiotics IV (dose and frequency unknown). Ten days after admission to the hospital, the pt was discharged. At the time of this report, the pt was recovering from the peritonitis event and pd therapy was ongoing. Additional information was requested but was not available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. A review of all batch record documents for potentially associated lot numbers h13l03096 and h14a18079 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause could not be determined with the available information. If additional relevant information is received, a supplemental medwatch will be filed. Same patient as (B)(4).